Event description:
The customer contact reported that there was a burning smell noted from the device. The device was returned to the biomedical department for an unspecified reason. It was reported that the engineering department noted a burning smell. No specific event details were available. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.